Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Patient information, including existing medical history is not known. Devices used in conjunction with the device at the time of the event are not known. General information for reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning which is performed immediately after a procedure following the olympus guidelines. Manual cleaning performed within an hour after the procedure. Automatic endoscopy reprocessor (aer) used to reprocess the endoscope is an oer-4. Detergent used with it is endo quick and disinfectant used asecide. There has been no issues noted with the aer. An alcohol flush is performed for drying the scopes. Scopes are stored in an endoscope vault after reprocessing. Reprocessing information for this device prior to sending in for repair: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
On nov 30, 2022: customer reported event occurred during the middle of the diagnostic endoscopy procedure. The procedure was completed without any delay with the same device. The patient did not need additional anesthesia. The device was inspected prior to use with no abnormality noted.

Event description:
Customer returned the device for evaluation and repair of malfunction of zoom functionality. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the device nozzle. This is attributed to failure to clean adequately. As a result of this foreign material the nozzle drainage failed upon inspection. Other observations for the device are: angle knob air leak; angle has play; insertion tube ig serpentine tube has a scratch; zoom lever has an air leak; objective lens adhesive is peeling and is cloudy; suction cylinder paint is peeling; light guide lens adhesive is cloudy; light guide pipe is corrugated; distal end cover has discoloration; distal end rubber coating (a-rubber) has scratches; a-rubber adhesive has cracks and cloudiness; image has flare; and control body boot has damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however the foreign matter could not be identified further. It was further confirmed that the nozzle was not deformed. No information was available regarding the reprocessing of the device at the user facility. Therefore, it was not possible to further presume the cause of the remaining foreign material from the acquired information. A follow-up request to the user facility is the recommendation to conduct the reprocessing of the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.